Event description:
It was reported the patient had a revision surgery one month post implantation due to dislocation. The head pulled out of the continuum constrained liner with locking intact. Cup, liner, bone screws, and head were explanted.

Manufacturer narrative:
(B)(4). D10: 00875801228 28mm i.d. Size kk with constraining ring constrained liner use with 56mm o.d. Size kk shell do not use with skirted heads 64726179. 00875705601 56mm o.d. Size kk porous uncemented with cluster holes shell use with kk liners 62687428. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 62698744. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 62653403. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02195. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.